Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had interface error. A technical support specialist (tss) found that the issue was related to a network issue and referenced the data sync log error. Tss noted that the issue occurred sporadically to random stations and checked the server the previous day while finding the storages were normal. Tss narrowed the issue down to coming from the station upload, and the issue was resolved. Tss received permission to close the case from the customer. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user noticed interface error messages which stated machine was missing. However, there were no delays or adverse events or injuries reported based on this event.